Event description:
The physician reported that device diagnostics resulted in high impedance. It was reported that the patient would be sent for x-rays and the x-ray would be sent to manufacturer for review. The x-rays were reviewed by manufacturer. The cause for the high impedance could not be determined. A portion of the lead was behind the generator and could not be assessed; therefore a lead fracture or discontinuity within that portion could not be ruled out. Surgery is likely, but has not occurred to date. Attempts to obtain additional information are underway, but no additional information has been received to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Device manufacturing records were reviewed. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Data from the generator¿s ram memory was extracted from available programming history and revealed that a >25% change in system impedance was estimated to have occurred on (B)(6) 2013 (pre-change: 9897 ohms, post-change: 13912 ohms) indicating that the high impedance event occurred prior to (B)(6) 2013 (date of last known functional impedance value, 2074 ohms).

Manufacturer narrative:
The initial report inadvertently listed the wrong event date.

Event description:
It was reported that it is unknown if the device was programmed off after observing the high impedance. Surgical intervention has not been performed to date.